Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6). Product type product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The patient stated for the first month or so after they started bolusing 3 times a day, it started to take forever to get to bolus because the handset would show lag at 90%. Patient stated he called before and someone walked him through how to delete the data, but they did not remember. Agent walked the patient through how to delete the data. Patient and patient rep will call back if they need further assistance.